Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was very dull with gouges on the tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no patient demographic information was provided. The mcs instrument had scissors that were dull and looked like indents or gauges in the scissors. Not that anything fell off of the instrument itself during a case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have multiple indentations/burrs at the base, and midpoint of the scissors. The blades were found severely damaged at the tip and there is assumption of missing pieces but that could not be measured in size. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.